Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving an inappropriate shock due to svt. Functional undersensing due to inappropriately programmed settings was observed. Programming changes were recommended and will be made when the patient returns to clinic. The patient was stable and discharged home.